Manufacturer narrative:
Event date and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32834. It was reported that the patient's leads migrated and effective therapy was lost. As a result, surgery occurred in which a lead was explanted and replaced, which resolved the issue. Therapy was restored post-operatively. It is unknown which lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.